Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the power supply due to the reported error(s) 417 and charging issues, in order to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the power supply involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to confirm via error logs, but not replicate the reported issue(s). Fa install unit into an xi system and ran 10 power cycles without error. Further, the battery operation and deploy for draping function verification pass. Fa also noted that both fans were running. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed an intuitive surgical, inc. (Isi) field service engineer (fse) (who was on site during this event) that the patient side cart (psc) ran on battery power even though it was plugged into a working wall outlet. The fse informed customer to call isi's technical support; however, there was no record of the call. The customer further stated that they had to swap to another psc, that was not in use, to complete the procedure. There was no reported patient harm, injury, or adverse outcome; due to this event. An isi technical support engineer (tse) reviewed the system logs and found numerous error(s) 417, pointing to a failing power supply in the psc.